Event description:
A false negative advia centaur total(B)(6) pt result was obtained by the customer on (B)(6) and reported to the physician. The physician placed an iud in the pt after receipt of the negative result. The physician later confirmed that the pt was three and a half weeks pregnant on (B)(6) based on the total (B)(6) result obtained on (B)(6) . The pt had a quantitative result of (B)(6) . The pregnancy was confirmed by clinical examination and ultrasound. The physician placed an iud based on the negative result. There was no report of adverse health consequences due to the discordant total (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant total (B)(6) result is unk. The instrument is performing within specifications. The pt sample has been discarded and is not available for evaluation. No further evaluation of the device is required.